Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited an error message. No patient symptoms or additional information was reported.

Manufacturer narrative:
(B)(4).